Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances from the reported lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 3.5x38 xience xpedition stent delivery system (sds) was unable to cross pre-existing stents that were on a bend of the predilated proximal to mid left anterior descending coronary artery. The sds was pulled back and this caused the stent to loosen from the sds balloon but it remained on the sds. When the sds reached the guide catheter, the stent dislodged but remained in the guide catheter. No other devices were able to cross the lesion/pre-existing stents. The dislodged stent was removed with the guide catheter. There were no adverse patient effects. No additional information was provided.